Event description:
Patient called alleging high readings on the lfs meter. Pt obtained a blood glucose of 149mg/dl. Pt did not experience any symptoms at the time of testing. Less than 10 minutes later, pt was tested on another lfs meter and obtained a 110mg/dl (invalid comparison). Test strips are in good condition and are not expired. Control solution is also not expired. Customer service had pt run a control solution twice and they both failed. Based on the info provided, this case is being reported as a malfunction. Customer service is sending replacement products.